Event description:
Caller states the pt tested 8.0 inr on the coaguchek s system and 4.4 inr on a comparison lab. No treatment info provided. Requested return of suspect system and replacement was sent. Caller is unsure which strip lot producted the result.